Manufacturer narrative:
Investigation: after the event, a berchtold rep visited the user facility and inspected the headrest, as well as the table leg spars. The device performed to spec. It was noted in the investigation that the gyn oncology fellow improperly handled the headrest section on removal and inadvertently actuated the gas spring which resulted in his fingers becoming pinched between the gas cylinder and head section frame. Berchtold's installation and operation manual references the proper way to attach and detach the headrest section and in-serving was performed with the user facility staff prior to the incident. Corrective/preventative action: berchtold has not had any previous complaints or adverse events for this type of incident, but took immediate action and added a cover over the gas cylinder to elminate further occurrence at this facility. Field corrective actions are being evaluated, but due to no previous occurrences of this type of incident, no action is scheduled at this time.